Manufacturer narrative:
Concomitant: product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger, product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that all of the patient¿s stimulation was ¿in front¿ and in their abdomen. It was noted the patient wanted to be reprogrammed. The reporter stated that lead 8-15 was unusable due to the impedance issue. It was noted that contacts 11 and 13 were over 10,000 ohms and contact 9 was under 50. It was further noted that there was an ¿???¿ error. The reporter stated that contacts 14 and 15 were programmed in a bi-pole with effect on the patient¿s right leg. The reporter further stated that all combinations, but one, ¿123 +-+¿ elicited stimulation on the patient¿s right. It was noted that combination did achieve stimulation on the patient¿s left at 5.0 amps. It was further noted that contacts ¿456 (+-+)¿ gave the patient right sided coverage. The reporter stated that abdominal stimulation was not an issue upon reprogramming. The reporter further stated that no surgery or lead revision was requested or planned and the patient was receiving adequate stimulation. It was noted the patient did have less than 50% therapy relief on the left side. It was further noted the patient status at the time of this report was alive with no injury.